Manufacturer narrative:
A field service engineer (fse) was dispatched and upon arrival verified customer's issue. He replaced the reference( ref) valve. He also replaced the peristaltic pump tubings and all related ise tubings. He then calibrated the ise three times and ran qc. All results were within specifications. The instrument was operational. The manufacturer's reference # for this event is (B)(4).

Event description:
The customer experienced erratic potassium results on the ise side of their au681 instrument. The customer got a result of 6.6, which, when repeat, resulted in a value of 4.4. The day before, a result of 7.6 was obtained and when repeated it was 4.0. Erroneous results were generated but not reported outside the laboratory, so there was no effect to patient or change to patient treatment. During troubleshooting, the customer observed bubbles within the reference line.

Manufacturer narrative:
(B)(4).